Event description:
It was reported, the customer received a motor error alarm during a prime. Customer's blood glucose was 131 mg/dl. The customer also reported possible exposure of their insulin pump to a high magnetic field from a magnetic resonance imaging machine. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratched display window and stained end cap sticker.